Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b, box d and box h. The following correction has been updated in this report. In box b: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of horrible chemical smell. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed the device was missing the inlet/outlet seal. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure. An unknown dust-like contaminant was observed inside the inlet of the blower box and on the blower seal. The ui display bezel was observed to have what appeared to be small crack in it on the exterior portion around the therapy button. The pca was observed to have unknown corrosion to it, and what appeared to be dried liquid spots with potential mineral deposits on it. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. The blower box screws were observed to have corrosion to them, likely due to liquid ingress. The brass nut of the blower was observed to have corrosion on it, likely due to liquid ingress to the blower. What appeared to be dried liquid spots with potential mineral deposits was observed on the blower box. Hair-like particles were observed on the water tank seal, top enclosure, and blower. The p2 power connector was observed to have what appeared to be rust on it, likely due to liquid ingress. In box d: device serviced by 3rdparty, device avail. For eval, date returned (rfb) in box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid was corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.